Event description:
Pt admitted from clinic for a pacemaker failure. Presented to the clinic with increasing near syncopal episodes. At times felt heart fluttering, and was a little diaphoretic, but no chest pain. Heart rate was found to be steady at 48. Pt has a history of having a ddr pacer placed at the beginning of this year. This was for a complete av block. Pt actually has had a pacer since 1994 for a sick sinus syndrome.